Event description:
Approx two hours post index procedure, the pt complained of chest pain. Cag was conducted and thrombus was confirmed in the implanted cypher des. To treat the thrombus, aspiration and poba was conducted.